Manufacturer narrative:
Received one full set containing lot number: hx7355 on (B)(6) 2016. Actual used set was decontaminated on (B)(6) 2016 and analysis was updated and completed on (B)(6) 2016. The product has a (B)(6) year shelf life from the date of manufacture. A leak was confirmed at the y-connector outlet due to delaminated solvent bond. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material.

Manufacturer narrative:
Not applicable for no patient was involved. Leak occurred during a training exercise. Product has not been returned. A prepaid label for the return of product was sent to the initial reporter.

Event description:
A hospital employee alleged that a 3m ranger (tm) high flow disposable set leaked at the "y" in the tubing while being used in a training session for the intensive care unit staff. Saline was being used at the time. No needle was attached to the tubing. No patient was involved.